Event description:
It was reported that the patient presented remotely via merlin.net. Review of the episodes recorded noted that the implantable cardiac monitor (icm) exhibited over-sensing noise resulting in false ventricular tachycardia (vt) episodes. No intervention was performed; the icm will continue to be monitored. The patient was in stable condition.